Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. It was recommended to bring the patient for analysis of the device. This device remains in service. No further adverse patient effects were reported.